Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp & rp flex impella; rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in was implanted with an impella rp device for mechanical circulatory support. While on support, there was intermittent low purge pressures. There were no leaks in the system noted, and the purge cassette was changed. Dextrose increased to d10 and the issue resolved. Low purge pressures at 0100 were again reported the following night, no leaks in purge system. Purge cassette changed without resolution. Purge dextrose increased to d20 (from d10) with pp and pf returning within range. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.